Manufacturer narrative:
As reported, the hydrosurg laparoscopic irrigator leaked green colored fluid at the end of the procedure. The subject device was not returned for evaluation and the photo provided cannot confirm or unconfirm the reported event. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.

Event description:
As reported, during hysterectomy procedure, the hydrosurg irrigator leaked green colored fluid at the end of the procedure. The procedure was completed with the same device and there was no patient injury reported.